Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department; the malfunction was observed and the hv module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "discharge fault" and "defib fault 196" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.